Manufacturer narrative:
The reported device is being returned to conmed for evaluation. A supplemental and final report will be filed following the completion of the device evaluation and complaint investigation. This issue will continue to be monitored through the complaint system to assure patient safety.

Event description:
The sales representative reported on behalf of the customer that the ias12-120lpi port was being used during an xi robotic hernia procedure on (B)(6) 2020. The user was trying to insert a large piece of mesh into the patient via the cannula due to the patient having 5 hernias. The reporter stated that the user was placing force on the mesh with graspers when the cannula was broken. All pieces of the device were retrieved. This caused a 1-hour delay; however, an alternate same-like device was used to complete the procedure. There was no report of injury to the patient, no medical intervention, and no hospitalization due to this event. This report is being raised on the basis of malfunction with potential for injury upon reoccurrence.

Manufacturer narrative:
To date, the reported device has not been returned to conmed for evaluation. Should the device be returned an evaluation will be performed. Upon completion of the complaint investigation a supplemental and final report will be filed. Otherwise this filing will stand as the final report. The manufacturing documents from the device history record were not able to be reviewed since the lot number of the device is not known. A lot history review was not able to be conducted since the lot number of the device was not known. A two-year review of complaint history revealed there has been a total of 15 complaints, regarding 16 devices, for this device family and failure mode. During this same time frame 779,688 devices have been manufactured and shipped worldwide. Should all the complaint devices have been found confirmed for this reported failure, the rate of failure would be 0.00002. Per the instructions for use, the user is advised the following: warnings: ·failure to properly follow the instructions for use can lead to serious surgical consequences. Precautions: ·use extreme caution during airseal access port insertion. Improper use of this product can result in life-threatening injury to internal organs and vessels. This issue will continue to be monitored through the complaint system to assure patient safety.

Manufacturer narrative:
Corrected data: correction due to device being returned and evaluated: h6: type of investigation: removed 4114 (device not returned) and added 10 (testing of actual/suspected device). H6: investigation findings: removed 3221 (no findings available) and added 3252 (fracture problem). Manufacturer narrative: received one ias12-120lpi in unoriginal packaging. Lot number was verified. Performed a visual inspection, the inner cannula had disconnected from the the outer cannula and the proximal tip was crushed. This issue will continue to be monitored through the complaint system to assure patient safety.